Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited high lead impedance when placed into the apex and when repositioned into mid septal area. The lead was no longer used and replaced. There were no adverse consequences and the patient was in stable condition post procedure.